Manufacturer narrative:
(B)(4). We do not know if the device is returning however we continue to follow up with the customer regarding its' status. If and when we receive it we will do an evaluation and file a supplemental report with our additional findings. (B)(4). The device has been promised however at this time it has not been received. We continue to follow up with the customer regarding its' status and if and when we receive it we will do an evaluation and file a supplemental report with our additional findings. B)(4).

Event description:
(B)(4). This complaint pertains to the second iab, reported for death. (B)(4). Procedure name: coronary angio plasty under iabp. Treatment" coronary artery disease. The balloon was found leaked, showing "rapid gas loss" alarm.

Manufacturer narrative:
Correction: date was not entered in the initial MDR. Date: (b)() 2016.

Event description:
On (B)(6) 2016 11:42 am (gmt-5:00) added by (B)(6) ((B)(4)): this complaint pertains to the second iab, reported for death. On (B)(6) 2016 03:04 pm (gmt-5:00) added by (B)(6) ((B)(4)): procedure name ¿ coronary angio plasty under iabp, treatment ¿ coronary artery disease, the balloon was found leaked, showing ¿rapid gas loss¿ alarm.